Event description:
It was reported patient experienced ineffective therapy and x-rays confirmed that one lead migrated, and the other lead exhibited high impedances in most contacts and unable to be placed in MRI mode. As such, surgical intervention was undertaken wherein both the leads were explanted and replaced with new leads thereby restoring effective therapy.

Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.